Manufacturer narrative:
According to the field, the rv lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and was exhibiting loss of capture and high pacing threshold measurements. Surgical intervention was performed and during the procedure tissue was noted to have been entangled in the helix tip. The physician decided to explant and replace the rv lead. No additional adverse patient effects were reported.